Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2009. During a scheduled f/u on (B)(6) 2011, the physician observed 2 noise sensing episodes recorded in the ICD memories (dated (B)(6) 2011). Analysis and suggestions were requested. No inappropriate therapy occurred as a result of this noise sensing.